Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 3. All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer investigation, the tubing set was scheduled to be returned for evaluation but has not been received as of complaint closure. A photograph was provided for evaluation. The complaint was confirmed as the photograph shows the arterial line broken where the pod should connect to the tubing set. The photograph was provided to manufacturing for review. Manufacturing was unable to determine the root cause of this issue based on the available information. A review of the device history records for sl-2000m2095d from lot 01255074 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 3. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 3. The arterial line separated at the arterial pod during setup. There was no patient involvement.